Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous vessel. A 1.5mm x 20mm x 142cm coyote balloon catheter was advanced for dilation. However, during second inflation at 4 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any issues. The procedure was completed with a different device. There were no patient complications nor injuries reported.